Event description:
It was reported intraoperatively the surgeon implanted the trifecta valve. While suturing the valve into place, the surgeon noticed the stent was distorted. The valve was removed and replaced with another tissue valve. The pt is reported to be on a ventilator with multi organ failure.